Event description:
Information received indicates, a nurse received a shock from the composer side rail switch.

Manufacturer narrative:
The facilities maintenance found the composer switch on the right side rail was broken. Maintenance replaced the side rail switch cable assembly to repair the bed.